Event description:
It was reported that this pacemaker device exhibited loss of capture (loc) and high pacing thresholds on the right ventricular (rv) channel. Upon performing rv pacing threshold, the lead seemed not to capture myocardium even at very high voltage. X-ray imagining and echocardiogram were performed and the physician declared that the lead had been dislodged and perforated myocardium. The plan was to have this lead replaced soon. The device remains in service. No adverse patient effects were reported.